Manufacturer narrative:
Device returned product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and foreign material on set screw. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the torque wrench was moistened with distilled water and inserted into the grommet, but the wrench did not fit upright and the physician felt some resistance while inserting it. By observation, the grommet was found crushed. Another implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.